Manufacturer narrative:
The product was not returned; therefore the screw fracture cannot be confirmed. The device history record for the screw could not be reviewed as no lot number was provided. A definitive root cause has not been determined.

Manufacturer narrative:
This device was not returned to the manufacturer.

Event description:
The dentist reported a fractured abutment screw.